Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The reported issue occurred approximately 30 minutes after treatment initiation. The blood leak was internal and could be visually observed within the top portion of the dialyzer. The machine (make and model unknown) also alarmed in response to the blood leak. Blood test strips were used and testing positive for the presence of blood. It is unknown whether there was any defect or damage was identified on the dialyzer. There was no patient injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 300 ml. Treatment was terminated. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The reported issue occurred approximately 30 minutes after treatment initiation. The blood leak was internal and could be visually observed within the top portion of the dialyzer. The machine (make and model unknown) also alarmed in response to the blood leak. Blood test strips were used and testing positive for the presence of blood. It is unknown whether there was any defect or damage was identified on the dialyzer. There was no patient injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 300 ml. Treatment was terminated. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. The lot number and customer name were not provided which prevented lot history and record reviews from being performed. The reported issue cannot be confirmed.